Manufacturer narrative:
Onsite investigation was preformed and it was determined that the system computer caused the reported event. Replacement of the computer resolved the issue. No further issues were reported. Analysis of the returned computer could not confirm any failure as it passed all required testing and functioned as intended. The testing engineer determined that the root cause of the issue was due to the site not shutting down the system and keeping it on. Site was trained on numerous occasions, but it was found that the site was not permitted to shut down the system due to the surgeon's instructions. A full system check-out was completed and all tests passed. Full system functionality was confirmed and the system was returned to service.

Event description:
A medtronic representative reported that while in a cranial resection procedure, the imaging system became unresponsive in the 'navigate' screen. They were able to load the exam, register and begin navigating without issue. They also reported that the mouse was unresponsive and the soft reboot function did not work. They manually rebooted the system with the power button which resolved the issue and they proceeded with surgery. There was a reported delay to the procedure of less than 1 hour due to this issue. There was no impact on patient outcome.